Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/20/2016. The fse found leak at pv37 tubing. He replaced pv37 tubing and the instrument ran without any leaks. Upon running qc, found 5ca2 consistently gave no results for any parameter in auto, but no manual mode. He ordered a new qc which fixed the issue. Per hqc data attached, there is no issue with 1028882k 5c cell control. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported an uncontained clenz leak of approximately 100 ml from a coulter hmx hematology analyzer with autoloader. There were mode-mode discrepancy and 5ca2 quality control (qc) missing results reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.